Manufacturer narrative:
Correction: "company representative" in g2(report source) should not be selected.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right atrial (ra) lead exhibited noise and high capture threshold. No programming changes were made. No patient consequences was reported.